Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for clotting was observed. The photo was unable to confirm an additive abnormality. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for clotting and additive abnormality was not observed. 190 samples were visually evaluated and no defects were found with the retain product for each batch. 5 samples from the retain samples were sent for clinical evaluation from each batch. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (clotting/additive abnormality) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for clotting based on the photo provided. This complaint cannot be confirmed for an additive abnormality. All testing performed on retention samples was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd¿ tube k2edta plh 13x75 3.0 plbl lav br there was clotting/micro clots/fibrin clots. The clotting event occurred 27 times. The abnormal additive issue occurred 27 times. The following information was provided by the initial reporter. The customer stated: "there was an increase in quantity of samples with clots in the tubes. The appearance of tubes: the additive remains in the wall, and does not mix with the blood even though the homogenization is performed."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0344063, medical device expiration date: 2022-04-30, device manufacture date: 2021-02-11, medical device lot #: 1051647, medical device expiration date: 2022-06-30, device manufacture date: 2021-03-23, medical device lot #: 0304656, medical device expiration date: 2022-02-28, device manufacture date: 2020-12-10, medical device lot #: 1145017, medical device expiration date: 2022-08-31, device manufacture date: 2021-06-01, medical device lot #: 1151858, medical device expiration date: 2022-09-30, device manufacture date: 2021-06-17. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd¿ tube k2edta plh 13x75 3.0 plbl lav br there was clotting/micro clots/fibrin clots. The clotting event occurred 27 times. The abnormal additive issue occurred 27 times. The following information was provided by the initial reporter. The customer stated: "there was an increase in quantity of samples with clots in the tubes. The appearance of tubes: the additive remains in the wall, and does not mix with the blood even though the homogenization is performed."